Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a proglide device after a pulse field ablation interventional procedure with a 6f sheath. Reportedly, the device became stuck in the patient. A surgical cutdown was performed to remove the device and achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.